Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Conclusion and justification status: conclusion and justification status: the complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. A complaint search and a review of the manufacturing records were carried out. No anomalies or previous complaints were found relating to the provided lot number. The returned x-rays and surgical notes were reviewed by our bioengineers who concluded as follows: root cause: undeterminable, wear of the polyethylene has occurred and this is not unexpected given the length of time the device has been in the body. This was a revision procedure where there is a higher risk of revision than for a primary. Osteolysis is reported. It is unlikely there is a manufacturing fault as the device lasted 18 years. It is likely in this cases that an unknown combination of several factors occurred ¿ such as patient factors, surgical procedure, surgical process and implant design. Should additional information be received then the complaint shall be investigated further.

Event description:
Patient presented in 2013 with pain. Xrays showed polyethylene liner wear. Hip showed signs of polyethylene disease (osteolysis).